Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The hp to use manual bag. Per the se 2240 call script, it was found that the hp open clamps on unused supply lines. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that she was aware of the alarm as the hp contacted her and let her know. Product surveillance informed the nurse that through troubleshooting, it was noted that the hp had a clamp open on the line. The nurse stated there was no adverse event and follow up was not needed. The nurse stated the hp was able to resume therapy and he was doing fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).